Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 13-feb-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient stated he is a neurosurgeon and he is 90 years old and he has had chronic back pain for a long time. Patient stated the trial worked pretty well patient clarified he got about 50 -60% relief of his lumbar pain patient stated it was 75 80% relief from pain post implant which was amazing. Patient was never able to stand erect without back pain patient was not able to reach up to a top shelf without pain patient could not walk more than 200 feet without pain. The next day his pain relief went down and now patient can only see 50% or less of pain relief. Patient is feeling discomfort in the lumbar region. Patient gets a buzzing in the sacrum and if he turns it up too high it causes a lot of irritation. Patient has increased the stimulation so high that he feels the vibration but it does not affect his pain but it irritates his bottom. Pt stated on the call that it feels like his anus is ??? But patient services (pss) agent could not make out the word. Patient would like to talk tothe representative about the placement of the stimulator. Patient service specialist is sending a message to the local field representative about patient request. Additional information was received from the patient. It was reported that the patient re-reported they have had no relief from the scs since installed 3 weeks ago. Pt remarked they were disappointed although they know these things happen. Pt made the following statements "paddle was placed off center...x-ray showed it moved further to the left...there's no programming under any of the groups". Pt explained there was some complexity for the process of going from the trial device to permanent one involving the neurosurgeon who made the installation and their interpretation from thex-rays as to his idea where to place it. Pt indicated there were conflicting opinions between surgeon & rep in reference to placement. Additional information was received from the manufacturer representative (rep). It was reported that there was a return of pain. Pt had good pain relief initially after implant, has since lost pain relief despite multiple programming attempts, no longer has bilateral coverage. X-ray shows potential paddle migration down and to the right. Md scheduled paddle revision to attempt to reposition paddle for bilateral coverage at midline. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.